Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login and authenticate. A technical support specialist connected to station, checked station logs, confirmed log in time was slower than normal above 1000 milli seconds, changed network speed and duplex to 100 megabytes half-duplex to resolve. The customer tested log in and confirmed its working as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the user was unable to login and authenticate. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the user was unable to login and authenticate. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login and authenticate. A technical support specialist connected to station, checked station logs, confirmed log in time was slower than normal above 1000 milli seconds, changed network speed and duplex to 100 megabytes half-duplex to resolve. The customer tested log in and confirmed its working as expected. The system functioned as intended after the technical support specialist troubleshot the device.